Manufacturer narrative:
Results: the 3maxc started to stretch approximately 122.0 cm from the hub. The 3max was fractured approximately 150.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the 3maxc was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The root cause of the reported resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing thombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician advanced the 3maxc with a penumbra system 5max reperfusion catheter (5maxc) coaxially. Upon reaching the site of the occlusion, the physician experienced resistance while attempting to retract the 3maxc from the 5maxc. Consequently, the 3maxc stretched and broke off inside the 5max. Without removing the broken 3maxc fragment from the 5maxc, the physician managed to remove the thrombus using the same 5maxc and completed the procedure without further issues. There was no report of an adverse effect to the patient.